Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a sling implantation and hysterectomy procedure on (B)(6) 2007. According to the patient, in the last 2.5 years, she has been treated for symptomatic diverticulitis with the antibiotics ciprofloxacin and flagyl, for a total of 9 times within the last 15 months. She experienced recurring pelvic pain and infections, so she underwent a cat scan with IV and oral contrast, which reportedly revealed that she did not have diverticulitis, and that she had a "completely normal" abdominal cavity. Sometime in 2013, the patient visited a gynecologist, who stated that she could see the surgical incisions from the bladder sling surgery, which she noted should not still be visible at this point. The patient is being referred to another gynecologist/urologist so that the source of her infections can be identified. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a sling implantation and hysterectomy procedure on (B)(6) 2007. According to the patient, in the last 2.5 years, she has been treated for symptomatic diverticulitis with the antibiotics ciprofloxacin and flagyl, for a total of 9 times within the last 15 months. She experienced recurring pelvic pain and infections, so she underwent a cat scan with IV and oral contrast, which reportedly revealed that she did not have diverticulitis, and that she had a "completely normal" abdominal cavity. Sometime in 2013, the patient visited a gynecologist, who stated that she could see the surgical incisions from the bladder sling surgery, which she noted should not still be visible at this point. The patient is being referred to another gynecologist/urologist so that the source of her infections can be identified. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.